Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that guide catheter was detached and the stent remained loaded on the detached part. The suture thread remained attached to the stent. The suture hole of the stent and push catheter were torn. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the guide catheter was detached and the stent remained loaded on the detached part, the pull wire was retracted at the not return point indicating that it could be retracted, the guide catheter was kinked and the suture holes of the stent and push catheter were torn. It's most likely that the user submitted the device to some tension under procedure which may have caused difficulties on the stent deployment, its possible that these difficulties contributed on the detachment of the guide catheter due to these ones the user applied an extra force that may have ended detaching the guide catheter, as consequence it got kinked as well. While those conditions were present the movement between the guide catheter and push catheter may have been tough tearing the suture holes of the stent and push catheter. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found the overall investigation conclusion code assigned will be "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2022. During the procedure, when they were trying to deploy the advanix biliary stent, they had difficulty retracting the introducer and became detached of the stent inside the common bile duct. It was reported that the broken guide catheter and the entire stent were removed from the patient. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2022. During the procedure, when they were trying to deploy the advanix biliary stent, they had difficulty retracting the introducer and became detached of the stent inside the common bile duct. It was reported that the broken guide catheter and the entire stent were removed from the patient. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.